Manufacturer narrative:
One opened and used sensor was inspected and the cannula found bent and retracted into the sensor base. It could not be confirmed if the customer received the sensor in this condition as it was returned opened and used.

Event description:
It was reported that the customer's sensor might have been left inside her body after removing the adhesive. The customer's blood glucose was 92 mg/dl. The customer stated that there was no cannula connected to the body of the sensor. Advised customer to refer to healthcare provider for treatment if necessary. Advised customer that an x-ray would be able to locate a sensor cannula still in the body. The customer's sensor was returned for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.